Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor coupling. The patient was implanted for almost 2 weeks and was trying to recharge for the first time. The patient stated she saw her healthcare provider (hcp) for follow-up appointment and they instructed the patient to recharge the implantable neurostimulator (ins) because the charge level was getting low. The patient had not been able to get any coupling boxes shaded. The patient repositioned the antenna over the ins and turned the antenna dial, but that did not result in good coupling. It was reviewed that the patient could possibly have some residual swelling from surgery. It was also reviewed that the patient was still charging even though they had no coupling. The patient was to continue to keep recharging and trying to find good connection with coupling. Additional information was received from a consumer and manufacturer representative regarding the patient on 2017-06-15. It was reported that the patient had a pocket revision on (B)(6) 2017 because the implantable neurostimulator was tilted and they weren't getting good contact since implant. No further complications were reported or anticipated.